Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore, consider this report complete to the best of our knowledge.

Event description:
It was reported, the customer reported high blood glucose of 600 mg/dl. Customer was inquiring about ketones his were 15 mg/dl. Three attempts were made to reach customer through phone calls. Voice mails were left. No further information reported.